Event description:
Locating pin broke off. Piece left in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this report was not returned. Patient x-rays were not available for examination. The product lot code required in retrieving the device history records for reviewing was not provided. A search of the complaint database did not reveal any trends of fractured fixation pins against product code 865003 pfc* slotted a/p block sz 3. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.